Event description:
A 60-year-old male undergoing support for acute myocardial infarction with cardiogenic shock, with a pre support clinical status consistent with scai shock stage c, underwent placement of an impella device (pump 1: (B)(4), gu case (B)(4). Following removal of the peel away sheath and insertion of the repositioning sheath, persistent oozing was observed at the right femoral arterial access site despite attempts at angle adjustment. The attending physician elected to apply a femstop device, which successfully achieved hemostasis. Based on the information provided, the access site oozing appears related to procedural factors inherent to percutaneous femoral arterial access, and hemostasis was effectively achieved with mechanical compression. The transient yellow controller error alarm resolved spontaneously and without clinical impact. At this time, there is no evidence indicating a device malfunction, though further investigation of the reported controller alarm is warranted per the account¿s request. Bleeding is a foreseeable risk due to vascular access and anticoagulation requirements and is in the instructions for use (IFU). The patient survived explant.

Manufacturer narrative:
Asae/minor bleed: after peel away sheath was removed and repositioning sheath inserted, reported continuous oozing from access site despite angle matching. Decision made by md to use femstop for hemostasis. Hemostasis achieved with femstop. Positive distal pulses confirmed via doppler. The cause of the access site adverse event was not determined due to insufficient clinical details.